Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had their device implanted years ago for bladder control and it did help tremendously but after so many years, "they said the battery was dead and had to be replaced." It was noted the surgery for replacement was on (B)(6) 2013. Reportedly, the patient was told that the surgery would take 1.5 hours, but it took 4.5 hours.

Event description:
The patient initially reported a loss of effect on (B)(6) 2011. The patient later reported they were going to see their health care provider (hcp) to determine the stated the battery. Additional information from the patient's hcp showed the patient has had a decrease in efficacy from her device since (B)(6) 2010. Reprogramming was done in (B)(6) 2010, and impedances showed >4000 ohms on electrode 2. That electrode was taken out of the programming. The patient was started on other medications. It was stated the patient may need "explant and revision" if there continues to be no therapeutic benefit.